Event description:
It was reported that device data was sent in for review, as the patient had been experiencing near-syncope several times where their neck pulse felt slow. Review of the device data found that the pacing threshold or right ventricular (rv) lead was slightly high (3.0v at 0.4ms), and the rv pacing output was changed several times during the interrogation on (B)(6) ultimately ending on rv auto threshold. It appears that the low heart rate and near-syncope symptoms might have been a result of a loss of capture related to the elevatec pacing threshold with rv output being programmed too low. Subsequently, the physician implanted the patient with a new rv lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).